Event description:
A medtronic representative reported that, while in a spinal fusion procedure, a site navigation system unexpectedly exited synergy spine application. A hard re-boot restored the system to normal function. The surgeon continued and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The latest version of software contains improvements to prevent the reported issue. The system software was upgraded to the latest version on 10/13/2014. Simulated use testing after the software upgrade found the system to be working properly.

Manufacturer narrative:
Patient weight not made available from the site. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts have been returned to manufacturer for analysis.